Manufacturer narrative:
Unit received with cracked case at display window corner, cracked battery tube threads, broken reservoir  tube lip and missing reservoir tube o ring. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer was assisted with troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the top of the reservoir broke in their pocket. The customer stated that the little rubber washed did not stay in and that the syringe comes out easier. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.